Manufacturer narrative:
There were no clinical consequences or blood loss as no pt was involved in this incident. The manufacturer is aware of this issue with blank screens and the investigation is ongoing.

Event description:
Customer reported that when the machine was plugged in and turned on, only a blank white screen appeared.